Manufacturer narrative:
A visual examination of the returned device found that one of the jaws was completely broken off. The fractured part was sent for sem material analysis where it was determined that the fractured surface exhibited elongated dimple ruptures indicative of torsional/bending action. No material anomalies were noted. The device welding and riveting was found to be within manufacturing specifications, and the device presented open and close movement. The condition of the returned incident device was not consistent with the complaint; jaw bent/won't close. However, further device evaluation determined that one of the jaws was broken off. The most probable root cause for this condition is user/use error since sem material analysis determined that excessive force may have been applied to the device causing the fracture. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a colonoscopy procedure. According to the complainant, during the procedure, the device advanced down the scope and positioned within the colon. The nurse successfully took a biopsy with the forceps, however, when the nurse re-opened the jaws of the forceps in order to take a second biopsy sample, one of the jaws was damaged. The jaw was bent and could not close properly. The device was removed from the patient, and the procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a colonoscopy procedure. According to the complainant, during the procedure, the device advanced down the scope and positioned within the colon. The nurse successfully took a biopsy with the forceps, however, when the nurse re-opened the jaws of the forceps in order to take a second biopsy sample, one of the jaws was damaged. The jaw was bent and could not close properly. The device was removed from the patient, and the procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B) (6): the exact date of event/procedure is unknown, however it was reported to have occurred during the dates of (B) (6)2010 and (B) (6)2010. (B) (4) - no code available (won't close) the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)